Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection did not reveal any problems. A functional evaluation revealed a handpiece sensor fault. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during set up or inspection for a knee scope, the motor drive unit hand cntrl pwrmx el would run sporadically on its own without anyone pressing any buttons or pedals. The procedure was successfully completed without delay using a back-up device. No patient involved at the moment of the incident. Preliminary results of investigation have concluded that this unit had a handpiece sensor fault which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.